Manufacturer narrative:
Additional information for h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis after using a minicap wherein the package was opened. It was further reported before use, the patient noticed some minicaps that had "no iodine", and the packages were open; however, the patient continued to use those minicaps. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (completed). At the time of this report, the patient outcome was not reported. Pd therapy was placed on hold. No additional information is available.

Manufacturer narrative:
Correction/removal report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.